Event description:
It was reported a patient had an initial left total knee arthroplasty. Approximately 5.5 years postop, the patient fell and developed warmth and swelling with an aspiration positive for cocci-streptococcus. Subsequently, the patient underwent an I&d with poly exchange. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.